Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance is affected. Recipient reported it was painful and noisy when it was tried to use the audio processor.

Event description:
The user's hearing performance is affected. Recipient reported uncomfortable sound and pain when using the audio processor. The user has been re-implanted.

Manufacturer narrative:
Device investigation confirmed a malfunction of the device. The root cause for the failure is a non-hermetic transducer, which led to loosening of the internal part of the transducer housing. In addition the recipient experienced painful sensations which is a known undesired side effect of otologic surgery. The problems described in the recipient report appear to match the damage found. This is a final report.